Event description:
The user, an rn working as a home health care nurse, reported that she incurred a needle stick with a used needle while trying to engage the safety sheath feature. The following information was obtained during follow-up communications: the user reported that she attempted to engage the safety sheath by squeezing with her index finger and thumb; she stated that it felt different, then "the sheath broke off at the hinge" and the user incurred a needle stick injury; the patient she was working with has been tested (B)(6) and all results were (B)(6); and (B)(6) was followed for testing of the involved nurse.

Manufacturer narrative:
Involved device has not been returned for evaluation and the lot number is not known. Therefore, the failure investigation was limited to a review and assessment of information provided by the user facility & evaluation of representative reserve samples. Results and conclusions are based upon evaluation of representative reserve samples. As stated, the involved device has not been returned for evaluation and the lot number is not known. Therefore, the failure investigation was limited to a review and assessment of information provided by the user facility & evaluation of representative reserve samples. Visual inspection of reserve samples did not reveal any abnormalities or defects and all of reserve samples did not reveal any abnormalities or defects and all samples passed functional testing. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no indication that there was any relation to a defect or malfunction of the device. The device labeling does include the following precaution statement in the instructions for use: "keep hands behind the needle at all times during use and disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).